Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Lens was twisted and remained inside the nozzle. Volume of viscolastic material appeared to be enought. Top flange was pushed down correctly. (B)(4).

Event description:
The reporter indicated that when pushing the rod of a ks-1 aq2017v, 18.5 diopter, preloaded injector it was noted that the trailing haptic figure was abnormal and it felt heavy to push the rod, the use of the serial was cancelled. The surgery was successfully completed by using alternative preload within the same surgery. There was no patient contact with the device.